Event description:
It was reported that the absorb scaffold could not be deployed in the predilated, mid left anterior descending coronary artery target lesion as the scaffold delivery system balloon would not inflate. It is surmised that there was a probable leak in the device. The device was removed and there were no adverse patient effects from this device issue. Two other absorb scaffolds (2.5x18, 3.5x18) were successfully implanted in the target lesion at 14 and 16 atmospheres. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported leak was confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed report, additional information received:the physician confirmed there was no resistance noted during removal of the protective sheaths.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. This event is being filed for the probable leak in the scaffold delivery system. Though the device, absorb bioresorbable vascular scaffold (bvs) system, is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code is based on the xience v stent system predicate device that is determined to be same and similar to the delivery system of this (bvs) device.